Event description:
It was reported that the clinician was questioning the episode counter. The device data was reviewed and it was determined that the way the episode counter displayed was normal behavior for the device. Upon review of the device data it was noted that the device was sensing false atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.